Manufacturer narrative:
The report of unregulated flow and an overinfusion was neither confirmed nor replicated. The pcu event log showed pump module s/n (B)(4) was programmed to infuse 0.9% normal saline (drugid 35) at a rate of 100ml/hr at 1:31 am on (B)(6) 2016. A secondary infusion of piperacillin/tazo 3.37gram/50ml (drugid 283) was programmed to infuse at 12.5ml/hr. Between 1:32 am and 1:41 am, the infusion is paused and restarted 3 times. At 1:41 am, the infusion is paused a 4th time and then the device was powered off. The pump module was powered on, an infusion of 0.9% normal saline (drugid 35) was programmed to infuse at 100ml/hr. The secondary infusion of piperacillin/tazo 3.37gram/50ml (drugid 283) was programmed to infuse at 15ml/hr. Shortly after starting the infusion, the infusion was paused and restarted 3 minutes later. The infusion was paused again and then the device was removed. The volume infused was recorded as 0.515 ml for the primary infusion and 0.904 ml for the secondary infusion. Functional testing of the pump module confirmed the device delivered fluid within specification. There were no anomalies, back flow, or leaks detected with the event primary set (model 2426-0500). The cause of the unregulated flow and overinfusion was not identified.

Event description:
The customer report a secondary in fusion of zosyn 3.375 gm/50 ml normal saline was programmed to infuse at 12.5 ml/hr. The infusion was started and the nurse saw unregulated flow. The infusion was paused, the rate was confirmed and the infusion was restarted; however, the unregulated flow recurred. The infusion was stopped, the line clamped, the secondary configuration was confirmed, the infusion restarted and the unregulated flow recurred. The infusion was stopped and the IV set was moved into a different pump module. The infusion was restarted as a primary infusion and infused at the intended rate. There was no report of patient harm.